Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, ovarian cyst, multigravida and parity 4. Concurrent conditions included abdominal bloating, menstruation abnormal, anemia from chronic blood loss, dyspareunia, post coital bleeding and uterine prolapse. Concomitant products included benzocaine (oral analgesic) for pain nos as well as iron, medroxyprogesterone acetate (provera), nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhgia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced depression ("psych injury/psychological or psychiatric problems ¿ depression and mental anguish") and anxiety ("psych injury/psychological or psychiatric problems ¿ depression and mental anguish"). In (B)(6) 2016, the patient experienced device expulsion ("expulsion of essure device"). In (B)(6) 2016, the patient experienced vaginal infection ("infection-vaginal/ infection (bladder/urinary tract/ vaginal)-vaginal"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal discharge ("bladder/urinary problems : vaginal discharge") and post procedural complication ("post removal complications:yes"). The patient was treated with surgery (hysterectomy full with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and vaginal discharge had resolved, the device expulsion, depression, vaginal haemorrhage, vaginal infection, anxiety and post procedural complication outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, menorrhagia, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pain, menorrhagia (heavy menstrual bleeding) and bladder/urinary problem discrepancy noted: essure confirmation test not performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, vaginal discharge and partial expulsion of device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications: yes. Outcome of previously added event pelvic pain was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, ovarian cyst, multigravida and parity 4. Concurrent conditions included abdominal bloating, menstruation abnormal, anemia from chronic blood loss, dyspareunia, post coital bleeding and uterine prolapse. Concomitant products included benzocaine (oral analgesic) for pain nos as well as iron, medroxyprogesterone acetate (provera), nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhgia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced depression ("psych injury/psychological or psychiatric problems ¿ depression and mental anguish") and anxiety ("psych injury/psychological or psychiatric problems ¿ depression and mental anguish"). In (B)(6) 2016, the patient experienced device expulsion ("expulsion of essure device"). In (B)(6) 2016, the patient experienced vaginal infection ("infection-vaginal/ infection (bladder/urinary tract/ vaginal)-vaginal"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal discharge ("bladder/urinary problems : vaginal discharge"), post procedural complication ("post removal complications:yes") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy full with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal discharge, vaginal haemorrhage and dyspareunia had resolved and the device expulsion, depression, vaginal infection, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dyspareunia, menorrhagia, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pain, menorrhagia (heavy menstrual bleeding) and bladder/urinary problem discrepancy noted: essure confirmation test not performed. Discrepancy noted in date(s) of insertion (B)(6) 2009 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, vaginal discharge and partial expulsion of device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: pfs received outcome of event " pain, abnormal bleeding, dyspareunia, vaginal discharge" were updated as recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pain') and device expulsion ('expulsion of essure device') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, ovarian cyst, multigravida and parity 4. Concurrent conditions included abdominal bloating, menstruation abnormal, anemia from chronic blood loss, dyspareunia, post coital bleeding and uterine prolapse. Concomitant products included benzocaine (oral analgesic) for pain nos as well as iron, medroxyprogesterone acetate (provera), nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhgia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced depression ("psych injury/psychological or psychiatric problems ¿ depression and mental anguish") and anxiety ("psych injury/psychological or psychiatric problems ¿ depression and mental anguish"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced vaginal infection ("infection-vaginal/ infection (bladder/urinary tract/ vaginal)-vaginal"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal discharge ("bladder/urinary problems : vaginal discharge"), post procedural complication ("post removal complications:yes") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy full with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal discharge, vaginal haemorrhage and dyspareunia had resolved and the device expulsion, depression, vaginal infection, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dyspareunia, menorrhagia, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pain, menorrhagia (heavy menstrual bleeding) and bladder/urinary problem discrepancy noted: essure confirmation test not performed. Discrepancy noted in date(s) of insertion (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, vaginal discharge and partial expulsion of device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, ovarian cyst, multigravida and parity 4. Concurrent conditions included abdominal bloating, menstruation abnormal, anemia from chronic blood loss, dyspareunia, post coital bleeding and uterine prolapse. Concomitant products included benzocaine (oral analgesic) for pain nos as well as iron, medroxyprogesterone acetate (provera), nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhgia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced depression ("psych injury/psychological or psychiatric problems ¿ depression and mental anguish") and anxiety ("psych injury/psychological or psychiatric problems ¿ depression and mental anguish"). In (B)(6) 2016, the patient experienced device expulsion ("expulsion of essure device"). In (B)(6) 2016, the patient experienced vaginal infection ("infection-vaginal/ infection (bladder/urinary tract/ vaginal)-vaginal"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vaginal discharge ("bladder/urinary problems : vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the device expulsion, depression, vaginal haemorrhage, vaginal infection and anxiety outcome was unknown and the menorrhagia and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pain, menorrhagia (heavy menstrual bleeding) and bladder/urinary problem discrepancy noted: essure confirmation test not performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, vaginal discharge and partial expulsion of device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs and mr received- new events vaginal hemorrhage, vaginal infection, depression and mental anguish, expulsion of essure device were added. Event deleted- device monitoring procedure not performed. Explant date was updated. Event onset dates were added. Medical history and concomitant drugs were added. Patient's demographic details were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (essure removed by salpingectomy (bilateral) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: patient received treatment for- pain, menorrhagia (heavy menstrual bleeding) and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: case became incident. Event was added- pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems : vaginal discharge and she did not underwent for confirmatory test. Event outcome was added- pain, bleeding ,bladder/urinary was resolved. Patient demographic details, reporter and product information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.